Manufacturer narrative:
Device has not been explanted and/or returned; therefore, product evaluation is not possible. X-rays reveal the confirmation of a fractured s1 screw. Unable to determine the cause of the event.

Event description:
It was reported that a pt underwent an l4-l5 spinal fusion with posterior instrumentation. Upon a follow-up x-ray, it was noted a fractured l5 screw. No pt complications were reported at the time of discovery. No revision surgery has been scheduled at this time. Physician is continually monitoring the pt.